Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Problem description (B)(6). Track wise number from cad is: (B)(4). Problem description (B)(6). Called (B)(6) again. He confirmed the issue was resolved by replacing lower pressure sensor on lvp8100. Case closed. Problem description (B)(6). Called (B)(6) the second time. Spoke with him. He said during pm lvp8100. The error message was "no set loaded". He has replaced ail sensor, bezel assy. And logic board. They did not resolve the issue. I told larry it could be a defective pressure sensor needs to be replaced. But he was not at the site where he can get the lvp 8100 and confirm if it is pressure sensor issue by performing analog sensor test. I gave him my direct number. He will call me next monday when he has the unit in front of him. Problem description (B)(6). Called customer ((B)(6)) and left a voice mail. The failure description in the tsc note below was not very clear. Needs to talk to customer to get more detail. Internal note (B)(6). Reassigned case back to (B)(6) and his tech lead. Informed him that alaris team contact information is included in the notes now and issue seems to be for alaris pump and not knowledge portal. Tsc notes (B)(6). Please advise the customer of the details below if issue is with alaris pumps. Bd alaris technical support (B)(6). Option 1: instruments support (hardware) 5 a.m. To 5 p.m. Pt monday to friday. Option 2: enterprise (server, wireless issue) 6 a.m. To 5 p.m. Pt monday to friday. Option 3: interoperability & connectivity support (epic, cerner, infusion viewer) 6 a.m. To 5 p.m. Pt monday to friday. Problem description (B)(6). (B)(6). Issue/problem description: 8100 fusion pump module that has mad several replacements. Still comes up and doesn't recognize the infuse. What type device(s): alaris pump computer name/sn/ip address: (B)(4). How long have you been aware? Have you tried to fix the issue? Permission to dial-in: additional information:" tsc notes (B)(6). Sap case created via smart service ((B)(6)) from ticket # (B)(4). For issues concerning the automatic creation of this case in sap please email (B)(6). Important information set the case category to 'emp. Self-service' field reporting: (B)(6). Contact: (B)(6). Product type: hosted solutions. Device type: data analytics - infusion agent. Device name: alaris pump. Device location: serial number: (B)(4). Was there harm?: no. Complaint type: disp - disp - product repair. .